Event description:
Info rec'd indicates the hi/low column came out of its support which caused the hi/low column to come in contact with the head section frame which bent the head section frame.

Manufacturer narrative:
Repairs have not been completed.